Event description:
Customer reports to have experienced high blood glucose levels of 483 mg/dl of which she treated with insulin pump. Customer states she found that cannula was kinked and crunched and she never received a no delivery alarm. Customer states after she changed infusion sets, the problem was resolved. During troubleshoot, air bubbles were also found in reservoir. Troubleshoot could not be completed as customer did not have tubing clamp. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.